Event description:
The customer reported that during use of this suture hook to perform a bankart shoulder repair, the tip broke and detached. The user retrieved the tip from the surgical site and completed the procedure as intended by using an alternate suture hook. There was report of a minimal surgical delay and no injury related to this event.

Manufacturer narrative:
Investigation results: to date, the device has not been received for investigation. A follow-up report will be sent regarding this event.